Manufacturer narrative:
Based on risk assessment and clinical evaluation file is considered as closed.

Event description:
Internal report number: 404_196-16. Tentative summarizing translation from user´s narrative: inner lumen seems to be blocked.

Manufacturer narrative:
Event took place in (B)(6). Currently the data is poor and the device has not been sent back/ analyzed. As soon as further data will be available a follow up report will be sent in to the agency.

Event description:
(B)(4). Tentative summarizing translation from user's narrative: inner lumen seems to be blocked.